Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a cystocele repair da vinci-assisted procedure the customer had issues with the clamp no longer working and a piece of the cable was visibly coming out of the end of the instrument. Another prograsp instrument was used. Procedure was completed with no patient harm.